Manufacturer narrative:
Act and down arrow buttons did not respond due to corroded keypad traces. No frozen screen noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. Pump had moisture damage on lcd board. Pump received with stained end cap sticker, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a discolor. The bottom of the battery compartment looked brown. The customer stated that the insulin pump was by the pool and had gotten wet. The customer¿s blood glucose level was 219 mg/dl. Troubleshooting was performed. The customer was advised to observe time clock for one minute to verify if time advances. The customer verified that time advanced. The insulin pump had a frozen display after installing a new battery for previous frozen display issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.